Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 events were reported for this quarter. 2 devices were received for evaluation; 2 events were confirmed. 1 device was found to be affected by a damaged electrical component. 1 device was found to be affected by corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device had run-on. 2 reported events had no patient involvement; no patient impact.